Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Implant date not applicable. Explant date not applicable. PMA/510(k): k011028 and k013227.

Event description:
It was reported that the implant container is empty. The doctor confirms that the procedure was concluded with another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) one (1) impl tapered scr-v ha 3.7 mm 3.5mm 10mm (tsvh10) was returned for investigation. Visual evaluation of the as returned product identified the implant returned with original packaging attached to the bundled mount outside of the broken sterile barrier. Signs of use/bone residue was observed on the implant threads. No apparent malfunction identified with returned device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Device history record (DHR) review was completed for the subject lot number (1243998). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1243998) for similar event using keyword incorrect component quantity and no other complaint was identified. Keywords: incorrect component. Based on the available information, device malfunction did not occur and the reported event was unconfirmed.

Event description:
No further event information is available at the time of this report.